Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized due to hypoglycemia on 28-apr-2021. The blood glucose level was 45 mg/dl at the time of event. The patient passed away on (B)(6) 2021. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.